Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor passed with accurate readings. However, found the sensor cannula was bent. Unable to confirm if the customer received the sensor in said condition due to the retuned opened and used. Also unable to confirm adhesive anomaly due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the sensor being bent after pulling it out from his body, the tape not adhering properly to the sensor, and that the sensor did not transmit an isig signal to his insulin pump. The customer was advised on proper sensor use and insertion of sensors. The customer also reported recently having blood glucose values over 600 mg/dl. The customer's reported blood glucose value at the time of the call with the helpline, however, was 150-230 mg/dl. The sensor is being returned and was replaced. No further information was provided.